Manufacturer narrative:
(B)(6).

Event description:
Wont read etco2.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that it will not read etco2. There was no report of patient involvement.